Manufacturer narrative:
Additional information: poc tel - (B)(6). It was reported that the cs100 intra-aortic balloon pump (iabp) unit had balloon failure to inflate. A getinge field service engineer (fse) stated after inspection, the machine is currently faulty, and it is recommended to replace the corresponding accessories. At present, the safety disk has been replaced and the equipment has been delivered to the customer. All functions and safety inspections meet the factory requirements. There was patient involved but no patient was harmed on site.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is the first affiliated hospital of harbin medical university event site telephone was shortened due to character limitations. The complete telephone is (B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) failed to automatically inflate. The customer removed the machine and used the backup machine for normal use. No patient harm or injury was reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site postal code - (B)(6)). The defective components were received for further investigation. The failure analysis and testing dept. Received part number safety disk serial number (B)(6) with a reported unit failure of leakage test failed. The failure analysis and testing dept. Installed part number safety disk serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the safety disk to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat performed the safety disk leak test. The safety disk passed testing. The fat could not verify the failure of the safety disk failing the leak test. Retaining the safety disk in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.